Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported via phone call that, the customer had low blood glucose of 40 mg/dl and high blood glucose also. Customer stated that, she had a bunch of problem inquired what led up to the complaint. Customer also reported the insulin flow blocked alarms and was resolved by changing complete set of infusion and reservoir. Customer stated that yesterday there was a bunch of insulin that was injected and resulted in a low blood glucose. Her blood glucose went high when this occurred and she tried to go into auto mode and had to change set she has no more set and is now off the pump. Customer treated low blood glucose with carbohydrates and treated high with bolus and manual injection. The device will not be returned for analysis.